Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female patient underwent a breast augmentation revision surgery with a 230cc unspecified mentor saline breast implant. Post-operatively, the patient fell and experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal surgery on (B)(6) 2023.

Manufacturer narrative:
On july 11, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 250cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2023, mentor received the device for evaluation. On august 02, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was found within the crease/fold on the posterior view, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).